Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - <qrb>. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 16647095, UDI: (B)(4). Product family: scs-extension upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 16647095, UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 16813991, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) device was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.